Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -04.00 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to blurred vision. The lens was exchanged for a different model (vticmo12.6) and diopter (-5.0/+1.5/098) lens. The lens exchange resolved the problem. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. Visual inspection found no visible damage to the lens and the lens having foreign material on lens surface (debris on lens). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).